Manufacturer narrative:
The investigation of the manufacturer is ongoing.

Event description:
It was reported that the customer had a failure of a 31fr avalon cannula. A crack formed along the cannula causing air to be entrained within the venous limb of the ecls circuit. The cannula was originally implanted on (B)(6) 2021. The patient was able to be supported until he was able to be recannulated. No harm was reported. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the customer had a failure of a 31fr avalon cannula. A crack formed along the cannula causing air to be entrained within the venous limb of the ecls circuit. The cannula was originally implanted on (B)(6) 2021. The patient was able to be supported until he was able to be recannulated. No harm was reported. The returned product was technically investigated at the laboratory of maquet cardiopulmonary. During visual inspection several cracks were detected at the wire-reinforced catheter body as well as at the non-wire reinforced tube section of the catheter. Leakages were only confirmed at the wire-reinforced catheter body and were caused by the cracks. The mechanical damage of the non wire-reinforced tube section was most probable caused by material stress by usage of a clamp at this section (clamp marks detected). The event description mentioned that the customer clamped the catheter. Thus the reported failure "crack formed causing air to be entrained" could be confirmed. The reported air most probable entered the circuit through the detected cracks at the wire-reinforced catheter body. Those most probable were caused by a intended application time exceeding its timeline (14 days (used for 70 days)) of the product. The manufacturer of the catheter was informed about the investigation results. The customer will be informed via the ssu (sales and service unit) about the investigation results. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending

Event description:
Complaint ID: (B)(4).